Manufacturer narrative:
E1 - initial reporter facility name: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac artery. A 9.0 x 20, 75cm mustang balloon was advanced for dilation. However, during the first inflation, the balloon ruptured. The procedure was completed with a non-boston scientific (bsc) device. No patient injury was reported.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac artery. A 9.0 x 20, 75cm mustang balloon was advanced for dilation. However, during the first inflation, the balloon ruptured. The procedure was completed with a non-boston scientific (bsc) device. No patient injury was reported. It was further reported that the balloon ruptured at 12 atmospheres for 60 seconds. The device was removed without any problem using the normal method, and the patient was in good condition after the procedure.